Event description:
It was reported by a service report that the footboard lid hinge plate was broken and caused the footboard modules to be loose, allowing for the possibility of fluid ingress. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ball screw.